Event description:
Coopervision was made aware from patient email on (B)(6) 2013 and patient¿s husband voice-mail ((B)(6) 2013) that after seeing a blog, she thinks that the lenses were coopervision. Patient states that she has a history of contact lens use for the past 16 years. On (B)(6) 2012, she stated that she tried coopervision trial contact lenses and 3 days later experienced excruciating eye pain and went to her local emergency room on (B)(6) 2012 (first dr visit was (B)(6) 2012). Patient stated that her eye was swollen shut and that her cornea had ripped off. Patient stated that the emergency room physician diagnosed her with a scratched cornea gave her medication and asked her to follow-up in 2 days. At the follow-up, patient stated that emergency room physician referred her to another ophthalmologist (2nd ophthalmologist) but she sought care from a cornea specialist instead. No records of treatment could be obtained from emergency room. Patient states that the specialist gave her an option of getting a cornea transplant, but that there aren¿t guarantees of success. Medical records from cornea specialist do not contain transplant options discussed with patient. Medical records from cornea specialist indicate treatment of patient weekly for 2 months from (B)(6) 2012. Medical records indicate a 4.5mm central cornea ulcer in the right eye. Bio-microscopy findings indicated moderate epithelial staining and stromal edema and severe corneal infiltrates and bulbar injection of the right eye. Cultures were taken with specialist noting that patient had been on antibiotics 24-48 hours prior to testing. Results were negative. Patient was prescribed antibiotic medication. Best corrective visual acuity before resolution is unknown. Best corrected visual acuity after resolution is 70 (od). Permanent reduction in visual acuity was noted be specialist. Medical intervention was required to preclude permanent impairment of eye function or structure from the following conditions: central corneal injury penetrating bowman¿s layer, infectious corneal ulcer and hypopyon. Current contact lens wear is unknown. Current status of patient is fully resolved. The second ophthalmologist was contacted by coopervision on (B)(6) 2013 and that ophthalmologist stated that the patient was seen in (B)(6) 2012 and that her eye looked ¿amazing¿ and wanted to see her for follow-up in 1 year. The left eye is unremarkable. No lenses will be returned. The lot number is unknown.

Manufacturer narrative:
No lenses were returned for evaluation. The complaint is unconfirmed not returned to manufacturer.